Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic left partial nephrectomy procedure, while docking the system, the arm cart assembly got a non-recoverable error message instructing to secure the patient by removing inserted instruments and restarting the arm cart assembly. After the arm cart assembly restart, another error message appeared stating, ¿warning: unlock the arm, disengage and re-engage the brake. If the error persists, replace the arm and contact medtronic support.¿. The arm cart assembly was unlocked and re-locked as instructed. Following this action, docking was successful and the procedure proceeded without further reported issues. There was approximately a ten minute delay during the procedure. There was no patient injury.